Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed several motor errors. Customer's blood glucose was 428 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. It was also found that the pump rewinds by itself without the customer punching any buttons. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given. There was no further information provided by the customer or troubleshooting and no high blood glucose troubleshooting was performed.

Manufacturer narrative:
No rewind anomaly was noted. No motor error alarm during testing noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.